Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Reported received from the USA stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no additional information provided.